Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the balloon was placed under negative pressure for 1-2 seconds. Pressure was then switched to neutral and the stent system was removed under neutral pressure.

Event description:
It was reported that during the procedure in the mildly tortuous, proximal right coronary artery, the 3.5x15 rx xience prime stent delivery system (sds) was advanced to the de novo target lesion and the stent was deployed at 16 atmospheres. The sds balloon was deflated and inflated a second time at 20 atmospheres. The stent was implanted successfully. An attempt was made to remove the sds after the balloon was confirmed to be completely deflated; however, the sds could not be retracted into the 6f non-abbott guiding catheter. The sds, guiding catheter, and the non-abbott guide wire were removed from the anatomy as a single unit. Inspection of the balloon outside of the anatomy revealed that the balloon material appeared to be compressed (shortened). There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the balloon was inflated to 20 atmospheres and the balloon was placed under negative pressure for 1-2 seconds. The instructions for use (IFU) states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressure higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The IFU also states: deflate the balloon by pulling negative on the inflation device for 30 seconds. Not holding negative pressure for at least 30 seconds can result in the balloon not deflating/refolding correctly.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater; guide cath: 6f jr4. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.